Event description:
Physician performed angioplasty on a patient. At the end of procedure, physician experienced a lot of resistance during introducer removal. During introducer removal, introducer's valve came off the sheath. The physician had to close sheath with forceps in order to reduce blood loss and, after many efforts, he was not able to remove the sheath from the patient. Patient outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). Manufacture date: unk as lot is unk. Additional information: no product was returned to assist in this investigation. Each device is 100% inspected to confirm (B)(4). Without benefit of inspecting the complaint device, the complaint is confirmed solely on the reported statements of the event. Relevant to this failure mode of hub separation, a review of our files shows that this device was manufactured after the implementation of action activities on 06/27/2008. We are continuing our monitoring of complaints for similar events and have notified the appropriate internal personnel of this event.